Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to proximal circumflex. During a staged procedure 5 days later the pt had one endeavor sprint rx drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. One day post staged procedure the pt suffered a mi. It is unk whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. (Ref MFR # 2953200201002013; 02012).

Manufacturer narrative:
(B)(4). (Myocardial infarction).